Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent total left hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to wear of the modular head. The modular head was removed and replaced with a ceramic modular head, taper, and active articulation liner.